Event description:
It was reported the camera head malfunctioned and noticed a broken coupler. The scope was detached from the coupler/adaptor. The issue happened during preparation prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. Corrected fields: a2-a6, b6-b7, d9, and d10. The device was returned for evaluation. And the customer's allegation was confirmed. Based on the results of the investigation, it is likely, that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head malfunctioned. And noticed, a broken coupler. The scope was detached from the coupler/adaptor. The issue happened, during preparation, prior to an unspecified procedure. There were no reports of patient harm.